Event description:
It was reported that during an unknown procedure, there was a solid tone with error code '5'. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. The device was disassembled in order to evaluate the internal components and corrosion was found in domes. The hand activation buttons were functional. The corrosion did not impact the hand activation, because there was no moisture under the domes. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis.